Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced three infusion set adhesive issues between (B)(6) 2026 and (B)(6) 2026, where the infusion set patch did not stick to the skin upon insertion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.